Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was cut at yoke and capped due to lead compromise and inappropriate therapies. No further details known. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.